Event description:
It was reported the pt experienced uncomfortable heating at her ipg site while recharging. The stated she stopped using her scs system approximately eight months ago. She reported she feels pain at the ipg site and cannot apply pressure to the area without feeling pain. She reported she would like her system explanted. No further info is available at this time. On (B)(6) 2012, st jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.